Manufacturer narrative:
(B)(4). Guide wire: runthrough ns. Guide cath: heartrail 3.5/5f. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.25 x 28 mm xience prime stent delivery system (sds) was advanced to the lesion. Multiple attempts were made to inflate the balloon to 12 atmospheres (atm), for 20 seconds, but the balloon did not inflate and the stent remained un-deployed. There was no resistance during advancement or removal of the sds. After removal, the stent was confirmed to be tightly crimped on the balloon. A new xience prime sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.